Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with a 375cc mentor smooth round moderate plus profile, saline breast implant has experienced breast implant illness, pain, migraines, dry eyes, blurry vision, rashes, hair loss, fatigue, brain fog, weight gain, inflammation, night sweats, urinary tract infections, tinnitus, food intolerances, paraesthesia, shortness of breath, mood changes, anxiety, insomnia, and breast lump. The patient had mammogram and ultrasound examination which reported a lump. As a result, patient underwent bilateral removal without replacements on (B)(6) 2020. The patient symptoms improved drastically after the removal. This report relates to the left side.